Event description:
It was reported that following a pulse field ablation procedure, the implantable cardioverter defibrillator (ICD) was found to be in backup vvi status with no back-up defibrillation option (bdfo) available. A device restoration was completed successfully. There were no reported patient issues or consequences and was in stable condition.